Manufacturer narrative:
The reported issue (it was reported that when the catheter was opened, the tip of the catheter was allegedly noted to be cut off at the end in a jagged fashion) was confirmed, as manufacturing related. Received one clean-cath in an opened packaged. During the visual inspection it was noted that the catheter had a missing tip and presented an irregular cut, since the catheter was trapped in the sealing of the package. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only to use: insert rounded end of catheter. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient". (B)(4).

Event description:
It was reported that when the catheter was opened, the tip of the catheter was allegedly noted to be cut off at the end in a jagged fashion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that when the catheter was opened, the tip of the catheter was allegedly noted to be cut off at the end in a jagged fashion.